Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was for treatment of ileus. Additionally, it was reported that the patient had cerebellar atrophy. During the procedure, the stent was fully deployed within the patient. However, following deployment, the stent would not open. Subsequently, the patient had flatulence, and eventually expired due to respiratory failure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.